Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for routine generator changeout. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced without complication.